Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via email to ms&s that the reporter has allegedly received several allergy consults concerning allergic reactions at the time of PICC line insertion. Reporter not able to elucidate other triggers for the reaction other than the alleged PICC line itself. No other information was provided.